Manufacturer narrative:
The device return was anticipated, but the customer sent back a non edwards device back. Multiple follow ups were made but the customer did not respond. Since the device is not available for evaluation, without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions can be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation however, the lot number was not provided thus a device history record cannot be reviewed.

Event description:
It was reported that while changing the art line of this vamp, there was a leakage. The leakage caused backflow of blood into the line, making the pressure values inaccurate. There is no patient injury reported.